Event description:
It was reported that the patient noticed yellow pus coming from the ipg incision site and was prescribed antibiotics. It was noted that the wound was superficial. The patient was also seen for reprogramming and was happy with the adjustments. The patient will continue receiving wound care until being cleared.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138771/7137451.

Event description:
It was reported that the patient noticed yellow pus coming from the ipg incision site and was prescribed antibiotics. It was noted that the wound was superficial. The patient was also seen for reprogramming and was happy with the adjustments. The patient will continue receiving wound care until being cleared. Additional information was received that the patient experienced wound dehiscence due to impaired wound healing. It was also noted that the leads were visible, protruding from the midline incision site. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned, as they were kept by the medical facility.